Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device, on the first firing did not load and clip as it should, the device cut vessel instead and they had to use ties to stop the vessel from bleeding. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality and it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. Upon firing of the device, the clips were fed intermittently as the clips and feeder shoe were adhered to the clip track by dried body fluids; however, the clips were conforming. Due to the feeder shoe did not advance to distal end completely the lockout feature did not activate. Accumulation of body fluids is common during surgical procedures and does not necessarily indicate a manufacturing defect in the device. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. The batch record was reviewed and no anomalies were noted during the manufacturing process.